Event description:
The user facility reported that small amount of fluid was observed leaking from the gas port of the oxygenator after the initiation of bypass during an atrial septal defect repair procedure. The blood gas values were monitored closely and confirmed that the oxygenator was functioning properly. Therefore, the decision was made to not change out the unit. The pump records confirmed that proper oxygenation was maintained through 5-cycles of going on and off of bypass during the 4-hour procedure. The user facility reported that the patient experienced severe pulmonary hypertension when they came off of bypass that was not able to be treated and ultimately resulted in patient death. During follow-up communication, the perfusionist stated that there was no indication of a relationship between the oxygenator performance and the outcome of the procedure. The user facility only reported this for evaluation of the observed fluid leak from the gas port.

Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood / fluid loss did occur. The involved device was returned and evaluated. The unit was decontaminated and extensive leak testing was conducted including 6-hours with a static pressure and 6-hours with fluid circulation. The unit functioned properly and no abnormalities were noted during testing. The unit was disassembled and confirmed that there were no broken / damaged hollow fibers or other potential source for leakage. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. As noted in section b5: (1) blood gas test results on the pump records confirmed that proper oxygenation was maintained through 5-cycles of going on and off of bypass during the 4-hour procedure; and (2) the perfusionist stated that there was no indication of a relationship between the oxygenator performance and the outcome of the procedure. There is no indication of a device defect or malfunction. Based upon the available information, neither the cause for the reported leakage or the patient outcome can be definitively determined. While it cannot be confirmed, the visual evidence is consistent with leakage from a loose connection between the extra-corporeal tubing and one of the ports on the oxygenator that may have been mistaken for fluid leaking from the gas outlet port. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to, and during, use. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.